Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash on his sides under the electrodes. The rash was described as red, irritated, and itchy. An employee from the (B)(6) clinic recommended that the patient use a cream on the rash. Follow-up indicated that the rash never fully went away, but that it no longer bothered the patient. The medical outcome of the rash is unknown, as the patient was implanted with an ICD and ended use.